Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to a blood glucose level of 350 mg/dl. The customer was treated with intravenous fluids of saline and insulin. The customer was discharged on (B)(6) 2023 with the issue resolved and no permanent damage. Reportedly, the customer alleged that the pump did not deliver insulin as intended, however troubleshooting could not be completed and the alleged root cause could not be confirmed. Reportedly, customer continued using pump for insulin therapy.